Event description:
A retention wire which is a component of the lead, separated from the lead and caused perforation of the right atrium and superior vena cava. The wire then eroded into the wall of the aorta. Due to this, the pt developed large hemorrhagic pericardial effusion with cardiac tamponade. This was a life-threatening condition. The pt ultimately required surgical intervention and removal of the wire for treatment of recurrent pericardial effusion.